Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the interface board. Unable to perform the error test due to the blank display. The pump was received with broken battery tube threads, a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm followed by a blank display. The customer did stated that the insulin pump was cracked at the battery compartment. Blood glucose level at the time of the incident was 250 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.